Event description:
Event description guidance received information that this ventricular lead dislodged. During the reposition procedure, the physician reported that the helix malfunctioned from excessive torque.